Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had what appears to be ventricular tachycardia (vt) and ventricular fibrillation (vf) but the episode counter on the implantable cardioverter defibrillator (ICD) remained at zero. The patient had multiple detections and terminations that were only visible if the physician selected all episodes under the episode section. The patient was admitted to the emergency room (ER) for hyperkalemia and had what appears to be slow vt below the detections programmed on the ICD with oversensing and undersensing during apparent multiple changes in qrs morphology. The ICD did not deliver therapy and the patient was externally defibrillated during the episodes. The patient was admitted to the intensive care unit (ICU) and was intubated. The physician determined that no programming was needed, but instead correction of the patient¿s hyperkalemia. The ICD remains in use. No further patient complications have been reported as a result of this event.